Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volbella¿ with lidocaine in tear trough (0.6 ml) and lip (0.4 ml), juvéderm® volux¿ in the cigomatic arch (0.5 ml) and jaw (0.5 ml), juvéderm® ultra 3 in the lip (1 ml) and juvederm® voluma¿ with lidocaine into the marionette lines (1 ml) and nasolibial folds (1 ml). Approximately two and a half months later, patient experienced general oedema on the face, inflammation, and nodules. Patient was treated with deflazacort 30mg, ciprofloxacine 500mg and varidasa two weeks after onset. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00586 (allergan complaint #pr (B)(6)) and MDR ID# 3005113652-2022-00588 (allergan complaint #pr (B)(6)). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Continued concomitant therapies: dacortin, enantyum, juvéderm® volbella¿ with lidocaine, juvéderm® ultra 3, juvederm® voluma¿ with lidocaine. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.